Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks due to the patient having supraventricular tachycardia (svt). Tachycardia therapy was exhausted due to the shocks were delivered in the same episode. The device was reprogrammed. Boston scientific technical services (ts) discussed further programming options. No adverse patient effects were reported. The device remains in service.